Manufacturer narrative:
(B)(4). Concomitant products: guide cath: 6.0 f, 7.0 f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture and difficult to remove was confirmed. Based on a visual and functional inspection and scanning electron microscopy of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar balloon rupture and difficult to remove incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified, de novo mid femoral artery lesion. Reportedly, after advancing through the guiding catheter, the armada 35 balloon was inflated during first inflation at 12 atmospheres for 30 seconds; however, the balloon burst in a circumferential direction. After the balloon burst, strong resistance was felt during removal of the balloon. A little more pull was used and the balloon and guiding catheter were removed as a single unit. A new guiding catheter and armada 35 were used and placed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.